Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge and infusion set site had been in use for 6 days. Tandem's technical support educated the customer on cartridge/insulin labeling. Blood glucose was 328 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.